Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, lump/nodule, sepsis.

Event description:
Company representative reported ¿left breast became red, raw, and "double the size of the other". The patient was later diagnosed with sepsis and an MRI revealed that she had a lump and a swollen lymph node caused by the allergan implant¿. Device has been explanted and replaced by non-abbvie device.